Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from may 25, 2022 - may 27, 2022. H10: four (4) actual and seventy-nine (79) companion samples were received for evaluation. The other four (4) actual samples were not received and therefore, could not be evaluated. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on the four (4) actual and 10 randomly selected companion samples which revealed a leak between the spike port tube and the spike port bonding area in all four (4) actual samples and in two (2) of the companion samples. No leak was observed in the other eight (8) companion samples that were tested. The reported condition was verified in all four (4) actual and in two (2) of the ten (10) companion samples. The cause of the condition could not be determined; however, was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.